Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad issues. Customer¿s blood glucose level was 375 mg/dl at the time of incident. Customer managed to make the back button work and delivered the bolus. Troubleshooting was performed. Customer stated that the back button was the only one not responding other buttons are working fine. Customer stated that she continuously pressed the esc and act button and she managed to make the back button to work. Customer declined troubleshooting for high blood glucose and buttons. The device will not be returned for analysis.